Event description:
Porous vent plug put in end of aortic cannula. When surgeon attempted to remove the plug it broke off inside the cannula. The piece broken off was eventually retreived with surgical instrument.